Event description:
The pacemaker was implanted in (B)(6) 2007. At 5 months later, the patient felt some faints. During the follow up, failure to pace and to sense was observed; therefore the device was explanted.

Manufacturer narrative:
On january 14, 2010: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to symphony / rhapsody pacemaker models approved (B)(4). (B)(4). Upon reception (more than three months after explantation), the returned device could not be interrogated. In addition, no pacing pulses were delivered. The device can was therefore opened to have direct access to internal components: the battery was depleted; a high overconsumption was measured; in depth investigation identified a failure of the protective chip on the returned device. [This pacemaker model is equipped with four integrated chips which are mounted on a ceramic substrate: the pacing/sensing chip, the microprocessor chip, the memory chip to store the aida data and a protective chip to filter the input signals to protect the device operation from external interference and external defibrillation shocks.]. The returned unit is retained in the returned product storage area.